Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. The lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, no visible damage to the cartridge.

Event description:
It was reported that the surgeon attempted to insert a 23.5 diopter aa4204vl silicone plate lens, and the injector tip overrode the lens and the lens got stuck in the injector. There was no patient contact.